Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the ok symbol was faded. Evaluation revealed that all of the buttons were not functional. The pump powered on with audio but no vibratory sounds. The pump was removed from the case, and all surfaces were corroded or had moisture on them. The pc board was removed and the keypad flex connector was corroded and had moisture around it.

Event description:
The reporter contacted animas on (B)(6) 2012 and stated the keypad buttons were unresponsive after water exposure. The reporter denied damage to the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.